Event description:
It was reported that in central processing, the cable was broken and it was coming out of the jaws on the large suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out in between the grips measuring .478 in length. The cable broke under tensile loading. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.